Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned constrained liner found a portion of the rim to be fractured. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner was replaced with a new constrained liner. Patients hip dislocated and required revision for change of liner. Constrained liner was implanted on (B)(6) 2021. Patient presented to a&e with hip dislocation in (B)(6) and was revised on the (B)(6) 2021. Upon removal of the implant, damage was noted below the ring. No surgical delay. Right thr.